Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, noticed scratch on lens, lens had to be cut to remove from patient with no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified company cartridge, a company handpiece, and a qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The sample was not returned. Qualified associated products were indicated. A scratched lens may occur as a result of an inadequate amount of viscoelastic placed in the cartridge. It is unknown if an adequate amount of viscoelastic was used to fill the cartridge prior to use. Per the IFU: the IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is also unknown how long the lens was allowed to remain folded inside the cartridge prior to delivery. The instruction for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).